Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection listed case, door and port damage. A functional evaluation confirmed the functional error display, establishing a relationship between the device and the reported event. The root cause was determined as an electrical component failure. Our clinical investigation concluded: although a delay was reported while the patient waited for a new device, per e-mail communication the patient was not harm due to the reported events. Since no patient injuries are being reported, no further clinical/medical assessment is warranted at this time. The manufacturing records show no evidence that product failed to meet specification upon release to distribution. A complaint history review found similar events. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure modes. However, no harm has been alleged. Smith and nephew will continue to monitor for adverse trends relating to the reported allegation. No further actions were deemed necessary at this time.

Manufacturer narrative:
Additional information: b4, h6.

Event description:
It was reported that the renasys go console displayed the warning:" device failed please return". This happened after the nurse stopped the pump to redo the dressing, but was not able to turn it on again. Due to the problem the dressing was redone with an algosteril-based dressing and patient had to wait for 36 hours for a new pump. During service evaluation the device was confirmed to display error message 31, unable to operate on ac or battery power and could not recharge the battery due to a broken dc-inlet port, and was also unable to generate and control negative pressure due to a defective vacuum motor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go console displayed the warning:" device failed please return". This happened after the nurse stopped the pump to redo the dressing, but was not able to turn it on again. Due to the problem the dressing was redone with an algosteril-based dressing and patient had to wait for 36 hours for a new pump.